Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A follow up MDR will be submitted following evaluation. This event is 1 of 2 for the same patient on subsequent treatments.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for a patient vacuum too high alarm and later for a heater bag alarm. He was not able to bypass the alarm during fill 1 and discontinued treatment. When removing the cassette the patient found fluid leaking from the bottom of the cassette. He completed treatment with manuals. The set was discarded. During followup the patient's nurse reported he did not have any adverse event due to the event.